Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured while being pulled back. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used after exchanging to a 6fr short sheath for endovascular therapy (evt) hemostasis. The vessel diameter was reported to be over 5 mm. There was no proximal stent and no stenosis over 50 percent. The physician was reported to be trained, and the product was stored in a temperature-controlled catheterization laboratory refrigerator. Additional information was requested but is not available. The device will be returned for evaluation.

Manufacturer narrative:
Type of investigation code- 10. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured while being pulled back. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used after exchanging to a 6fr short sheath for endovascular therapy (evt) hemostasis. The vessel diameter was reported to be over 5 mm. There was no proximal stent and no stenosis over 50 percent. The physician was reported to be trained, and the product was stored in a temperature-controlled catheterization laboratory refrigerator. Additional information was requested but is not available. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was partially exposed. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 7f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, excess dry blood was observed inside the inflation lumen and inside the balloon. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. An attempt to perform an inflation/deflation functional evaluation was made; however, it could not be completed due to the presence of dry blood inside the inflation lumen and inside the balloon, which prevented inflation of the balloon. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon retracted respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was executed to evaluate the balloon surface. During this analysis, no defects were observed on the balloon surface. However, a considerable amount of dry blood was observed inside the balloon, which could indicate that a rupture or a pinhole may have compromised the condition of the balloon, although this could not be identified due to the condition of the received unit. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed through analysis of the returned device since the damage to the balloon could not be found and the balloon could not be tested. However, since there was a significant amount of dried blood noted within the balloon, it is likely that there was damage present that compromised the integrity of the balloon. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the reported issue and the observed conditions of the device could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer, especially since the balloon could not be tested to determine if a rupture occurred. However, since a significant amount of blood was found in the balloon, it is likely that a rupture or pinhole had occurred. Since the rupture occurred during pull back, access site vessel characteristics and/or concomitant device factors possibly contributed to the rupture experienced since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Regarding the premature exposure of the sealant, procedural/handling factors also possibly contributed to the swollen condition of the sealant, and the subsequent premature exposure from the sealant sleeves. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. However, as the condition of the sealant was not reported by the customer, it is unknown if this received condition was present during the procedure or if it occurred due to manipulations after the procedure. Although not intended as a mitigation, the IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Also, as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.